Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer stated that they changed battery got blank display and had a constant tone. The customer advised that the pump needs to be replaced. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement and displacement test, however insulin pump had bleeding lcd glass. Insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.